Event description:
It was reported that the pt was experiencing "brain fog", and that her mental capacity was being affected. These symptoms were reported to be "getting progressively worse". The pt also experienced flu like symptoms: her arms and legs contracted all the time (cramps), diarrhea, sore throat and nausea. She also reported sweating profusely and goose bumps. The pt was seen by her refill doctor and there were no volume discrepancies. The pt requested a 15% decrease in dosage, so the "brain fog" would decrease. (It was not reported if the hcp actually lowered the dose). The refill hcp suggested that the pt see her primary care physician for a dye study to investigate and make sure the medication was going into her spine. It was also reported that the implanting physician told the pt that he tied the catheter too tight and it might have caused the medication to be blocked, so he had cut the suture that was anchoring the catheter (date this occurred was not reported). The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a f/u report will be sent if additional info becomes available.